Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2026 during a pacemaker change out procedure. The patient was asymptomatic and no patient consequences were reported.